Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the sipap was showing an intermittent display problem. The display appeared and disappeared with slight movement of the unit. The customer replaced the main board and display cable and the unit worked properly. There was no patient involvement associated with the reported issue. The issue was found during the operational verification procedure.

Manufacturer narrative:
The vyaire factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to the main printed circuit board assembly (pcba).